Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an injury in a male patient who used poligrip denture adhesive cream (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using poligrip. At an unknown time after starting poligrip, the patient experienced neurological injuries. At the time of reporting, the outcome of the event was unknown. Follow up information was received on (B)(6), 2010, via medical records. On (B)(6), 2007, the patient complained of a 10 month history of a numb feeling in both dorsal and palmar feet. He noted the symptoms worsened with activity, but were also noted with rest. He reported being clumsy and tripping over his feet more than he used to. Assessment included peripheral neuropathy. On (B)(6), 2007, the patient complained of numbness in his hands and feet. For about 10 to 11 months, the patient had been experiencing lack of feeling in his feet and legs. It first started in the legs but had progressed up and now the hands were involved. The patient described his sensitivity. Even if he touched a blunt object or a hard surface with his hands and feet, he got a numb, peculiar, sensitive feeling in the tips of his fingers and the touch pads of his feet and distal parts of the plantar aspects. He felt like he was walking on a "cottony, uncomfortable surface. " at times he gets sharp, jabbing pains in his feet. As the day goes on, the symptoms get worse. Standing for long periods of time and walking made his symptoms worse. On the left side, his ankle will invert and roll easily, resulting in several near falls and actual falls. He felt that the numbness was ascending up towards his feet and legs. The patient had surgery on his hands for dupuytren's contractures. Vitamin b12 was borderline low at 257. A neurometrix nerve conduction study performed on (B)(6), 2007, showed decreased left peroneal compound muscle action potential (cmap) amplitude. It raised concern for l5 and s1 radiculopathy. Right peroneal cmap was also moderately low. Right tibial cmap was abnormal. Overall, the patient had a 10 month history of progressive numbness and paresthesias distally in the hands and feet, stocking-gloving distribution, decreased sensations, and brisk reflexes with a question of extensor-plantar responses. When associated with a borderline to low vitamin b12, the possibility of subacute combined degeneration of the spinal cord was suggested. The physician also assessed the possibility of a peripheral neuropathy, sensory ataxia, peripheral neuropathy in coexistence with a myelopathy, cervical myelopathy due to cervical spondylosis and disk degenerative disease, and other intrinsic spinal cord disorders. On (B)(6), 2007, symptoms continued. A magnetic resonance imaging (MRI) of lumbar spine revealed an annular tear at l5 to s1, as well as l3 to l4 and l5, with disk bulges but no spinal stenosis. Cervical MRI showed c5 to c6 disk degenerative change with mild neuroforaminal stenosis. There was no significant spinal stenosis in either the cervical or lumbar region. The patient continued to complain of impotence. The latter had been going on for five or six months. Ankle-brachial indices were normal. Assessment included probable peripheral neuropathy. Continue vitamin b12 replacement and start cymbalta. On (B)(6), 2007, the patient reported frequent urination with cymbalta. The patient requested a second opinion since the previous physician did not know the cause of his symptoms and thus far he had been treated with cymbalta with mild benefits but intolerable side effects. Vitamin b12 had not help thus far. Cymbalta was tapered, oral b12 was continued, and the patient was referred to another physician. (B)(6), 2007, the patient reported falling and twisting his right knee four days ago. On (B)(6), 2008, the patient was evaluated by another neurologist. In 1998, the patient had a neck injury, since then he was having index finger numbness bilaterally. Assessment included rule out myelopathy, questionable neuropathy versus demyelinating disease. The history was pain and numbness distally, which was suggestive of neuropathy, but his examination showed hyperreflexia, which was not consistent with the neuropathy finding. On (B)(6), 2008, the patient's symptoms were the same and had not progressed. Differential diagnoses included rule out polyneuropathy versus demyelinating disease. Gabapentin started for lower extremity pain and numbness. Nerve conduction studies did not find evidence of a large fiber peripheral neuropathy. In view of clear cut sensory complaints and findings on examination, the abnormal motor nerve study and electromyography (emg) findings could be best explained by lesions, proximal to the dorsal root ganglia, involving the anterior horn cells or ventral roots. On (B)(6), 2008, the patient reported "my lower legs are not good with poor balance. I cannot feel my feet or raise them up. There is numbness, tingling, burning, and the legs are getting swollen and legs are hurting." The patient currently drove an 18-wheeler and still had no difficulty with controlling the foot pedals or driving. He had right-sided low back pain after a fall and some neck pain off and on after a minor accident, but had been okay for the last year. The patient reported having a left tennis elbow and some left shoulder pain. Medications included gabapentin and vitamins b3 and b12 replacement. The patient reported drinking three to four beers or two to three alcoholic beverages of another type per day. A brain MRI showed mild atrophy and mild periventricular white matter changes. MRI scan of thoracic spine showed a mild degenerative joint disease (djd). A c-spine study from (B)(6), 2008 showed mild-to-moderate left neuroforaminal stenosis at c2 to c3, moderate on the right at c4 to c5, and perhaps a mild left c5 to c6 neuroforaminal stenosis. In (B)(6), 2007, lumbar spine MRI showed small annular tears with mild bulges at l3 to l4. There was l5 to s1 small annular tear with mild bulge, which was also present at l3 to l4. The physician reported markedly progressive peripheral neuropathy with sensory and motor symptomatology and some degree of asymmetry of motor involvement with preferential involvement of the left lower extremities in association with brisk knee reflexes. However, the emg nerve conduction study showed remarkably preserved sensory nerve action potentials. Complex presentation in a patient with cognitive impairment that was previously worse, but had improved some over the last two years throughout the course of a sensory motor syndrome that was progressive and characterized on examination by distal attenuation of large and small fiber sensory modalities but also asymmetric distal weakness and hyperreflexia. This could be consistent with a peripheral neuropathy. However, the cognitive changes suggest the possibility of multiple system involvement and therefore that of a paraneoplastic syndrome. Additionally, with the exception of unusually brisk knee jerks, a consideration for an immune process such as chronic inflammatory demyelinating polyradiculoneuropathy/polyneuropathy (cidp) variant (canomad) or given his rash, a consideration of vasculitis or even leprosy is in order. The physician reported, the patient drank alcohol excessively. The patient was advised to take multivitamins and reduce his alcohol consumption to zero to two drinks per week. On (B)(6), 2008, the patient was informed of a reduced copper level, elevated zinc, and reduced ceruloplasmin. The patient reported using poligrip paste daily for his full dentures and had used them first for partial dentures for the first year or two in the last 10 years and after which he had been using them for the last eight years consistently and had to increase the amount of poligrip, given the atrophy in his gums. He still had memory troubles, although that had improved some. He still drank one drink a day, as well as two to three beers per day, but down from four to five beers per day. The patient had a reduced copper level at 0.4 mg/dl, increased zinc at 1.6 mg/dl, and reduced ceruloplasmin. Diagnosis included copper deficiency myeloneuropathies. Oral copper replacement was started. The patient was to decrease his consumption of poligrip paste containing zinc and alcohol. On (B)(6), 2008, it was reported that the patient's dentist did not think that this was the cause of this copper deficiency. The patient expressed an interest in getting another opinion and already had an appointment to do so. Medications included gabapentin, copper, vitamin b12 and b3 supplementation, and simvastatin. The patient reported taking his gabapentin in the morning. The physician discussed with him about the risk of driving with the gabapentin as one of the side effects was drowsiness. On (B)(6), 2008, the patient complained of left shoulder pain that began two months ago. The patient had a history pertinent for occupational work using a lift with 500 to 600 pounds of grain. On (B)(6), 2008, the patient had not had any progression or improvement of numbness and tingling to the knees, burning feet, and poor balance. The patient had had dentures for 10 years. The patient was now taking neurontin at bedtime. A month after beginning copper supplementation, the patient's copper level was 78 (normal 70 to 155 mcg/dl) and the zinc level was 141 (normal 60 to 130 mcg/dl). Diagnosis included myeloneuropathy due to copper deficiency, most likely related to or exacerbated by excessive zinc intake as part of denture cream use. Because of the persistent abnormal lab values, copper infusions were also recommended. The patient was only given a letter of medical necessity for dental implants. On (B)(6), 2009, it was reported the patient was being monitored for his neuropathy related to zinc blocking copper from getting into his system. Too much denture adhesive was thought to be the cause, according to the patient. On (B)(6), 2009, the patient complained of bilateral hand contractures. On (B)(6), 2010, the patient had a rollover accident with a tractor and was hospitalized. X-rays showed midshaft radial and ulnar fractures, left pubic and a right sacral fracture with adjacent extraperitoneal hemorrhage, and a pelvic fracture. A computed tomography (CT) showed an essentially nondisplaced bilateral anterior rib fracture, moderate cervical spondylosis with moderate c5 to c6 bilateral neural foraminal stenosis, mild to moderate thoracic spondylosis, bilateral lumbar transverse process fractures, and extensive right sacral fractures involving the right sacral neural foramen. The patient underwent an open reduction internal fixation of the left radius and ulna open fractures. He had an open reduction internal fixation (orif) of a sacroiliac fracture. Comorbidities included underlying polyneuropathy with bilateral partial foot drop. Physical therapy at bed level was ordered to attempt to maintain joint mobility and conditioning where possible.

Manufacturer narrative:
Super poligrip is manufactured in dungarvan, ireland, and neither the product nor lot number for this product was available. (B)(4).